Event description:
It was reported that an arteriotomy closure of a right leg was successfully achieved with a proglide suture. Reportedly, 20-days post procedure, the patient reported symptoms of claudication and doppler imaging was taken of the the external iliac artery showing a kink /occlusion of the vessel. It was thought that the suture had caught the back wall of the vessel. A vascular surgeon implanted a stent to maintain patency of the vessel. No additional information was provided.

Manufacturer narrative:
Date of event, relevant tests: estimated. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. The patient effects of occlusion and pain are listed in the electronic perclose proglide instructions for use as foreseeable adverse events of use of the device. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are known adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that an arteriotomy closure of a right leg was successfully achieved with a proglide suture. Reportedly, 20-days post procedure, the patient reported symptoms of claudication and doppler imaging was taken of the external iliac artery showing a kink /occlusion of the vessel. It was thought that the suture had caught the back wall of the vessel. A vascular surgeon implanted a stent to maintain patency of the vessel.